Manufacturer narrative:
Field service identified the likely cause to be misalignment of the r2b reagent probe. The architect serial (B)(4) service history does not include additional reports of discrepant or erratic results subsequent to field service aligning/adjusting the r2b reagent probe. A review and search for similar complaints identified no trends or issues for the r2b reagent probe and no nonconformity was identified. A review of the architect c16000 tracking and trending data for clinical chemistry systems revealed no systemic issues or adverse trends related to issue described in this complaint. The architect c16000 erratic result rate is within acceptable limits with no trends identified. The architect system operations manual provides information with regard to the limitations of result interpretation, maintenance, component replacement, and troubleshooting the reported issue. Numerous probable causes for elevated and/or erratic results are provided including, but not limited to reagent carryover and hardware failure. The issue was resolved by adjusting/aligning the r2b probe in accordance with current product labeling. Based on the evaluation performed neither a deficiency nor a malfunction of the architect r2b probe were identified.

Manufacturer narrative:
Patient identifier did not contain enough spaces for entire ID. The entire patient ID (B)(6).(B)(4). A followup report will be submitted when the evaluation is complete.

Event description:
The account generated a falsely elevated multigent enzymatic creatinine of 379.4 umol/l on a patient sample processed on the architect c16000 analzyer. The same sample was repeated on another analyzer with multigent enzymatic creatinine of 94.8 umol/l. A different sample was obtained from same patient again generating multigent enzymatic creatinine of 95 umol/l on another analyzer. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However, no systemic issue and/or product deficiency was identified.